Manufacturer narrative:
B3: event date: (B)(6) 2025 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from two (2) oxiris sets during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: two samples were received for evaluation. Visual inspection of the first actual sample showed that the filter access screwed connector was cracked, which allowed the reported leakage. Inspection of the second sample showed that there was medical tape on the return screwed connector. The screwed connector was damaged due to the use of pliers that were used to tighten the connector. After unscrewing the connector, a crack on the return blood header of the dialyzer was observed, which allowed leakage. The additional damage on the screwed connector is due to user actions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.